Event description:
Cuff of the catheter came off upon removal and remains in the pt. Unk if cuff has been removed.

Manufacturer narrative:
According to the incident questionnaire contained in this file, "cuff of the catheter came off upon removal and remains in the pt." Gross and microscopic examinations confirmed complete separation of the surecuff and heat sleeve from the catheter. The complaint of a detached surecuff and heat sleeve is confirmed; however, a determination of the mechanism of damage is undetermined at this time. A lot history review (lhr) of revh1522 showed no other similar product complaint(s) from this lot number.